Event description:
The customer reported there was a blue liquid leak around pv 66 on the lh500 instrument but could not pinpoint the source. The customer was running a startup when the leak was discovered. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. The material safety data sheet (msds) was not reviewed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed the source of the leak was the tubing going through pinch valve (pv) 66. Pv66 (sweep flow vent) is driven by solenoid 2 and is responsible for the rbc process. The fse replaced the tubing. There was no further evidence of leaking. Root cause for the leak was a cut tubing going through pv66. Per labeling, beckman coulter, inc. Urges its customers to comply with all (B)(4) such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
Beckman coulter unique identifier is (B)(4).